Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm displayed urgent low, the patient was treated; however, the cgm displayed low at 41 mg/dl. Unspecified treatment was continued by the parent, and a hour later, the cgm still displayed low. The parent performed a bg which was 530 mg/dl and treated the patient with insulin. The patient¿s symptoms consisted of ¿feeling funny, not feeling herself, and feeling like a seizure¿. It could not be confirmed by the report whether the patient had a seizure or had aura type feelings that she has had in the past associated with a seizure. At the time of the report, the patient was napping, which the parent stated was unusual, and the bg was in the 400s mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).